Event description:
It was reported that the patient experienced pain at the ipg incision site. The patient underwent a revision procedure where the ipg was relocated and replaced. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.